Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius stay safe mts set shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition the insert label that is included in the packaging of the product contains indications and warnings to perform the connection. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the multi segment connector during fill 1 of 3 of their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of 3 of treatment. The patient reported that three or four air bubbles were found in the drain line. The patient contacted technical support for assistance with bypassing to fill 1 because they were empty. It is unknown at which point in therapy the leak may have begun. The patient reported that the cause of the leak was a loose connection of the multi segment connectors. The patient reported that fluid leak consisted of 4 drops of liquid. The fluid leak did not come in contact with the cycler. The patient was advised to reset up their cycler, but the patient refused. The patient tightened the multi segment connector and that had resolved the problem. The patient was able to complete fill 1 and continue their treatment. Upon follow up, the patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated that they were able to complete treatment. The patient stated that the fluid leak originated from the multi segment connector. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The stay safe mts set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.